Manufacturer narrative:
Common device name is similar to roi-c titanium-coated implant system 510k is similar to k151934 the device information is unknown, so the specific common device name and 510(k) number cannot be determined. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a cage broke intra-op. Unknown surgical intervention was performed during the surgery. No further information is available.